Manufacturer narrative:
Device discarded by customer. The impella 5.5 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old hispanic/latino female patient had impella 5.5 pump inserted in the right axillary. While in the operating room (or) the pump perforated the left ventricle (lv), a surgical repair was done, and device was removed.